Event description:
Additional information recieved that this device was in retry and the automatic capture was programmed off. Device remains in serviced.

Event description:
Boston scientific received information that during a follow up visit to the clinic, there was an increase in pacing thresholds and more pacing in the ventricle than was expected. The device is programmed with the automatic capture feature on. It was also noted that the battery estimated longevity was less than two years. The physician was dissatisfied with the longevity and is concerned that the increase in thresholds is causing the change in longevity. Boston scientific technical services was contacted and advised that the automatic capture be turned off in the device. The nurse suspected that the change in battery life was due to the output settings in the device. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.